Event description:
It was reported that the user experienced hyperglycemia reported at 321 mg/dl after running out of pump supplies and pausing insulin delivery, then resumed ilet operation with new supplies and cgm reconnected; troubleshooting and education were provided, and the event was associated with an expired bg run and user procedure issues, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method, with no specific part or component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.